Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 15th august 2019. Upon device receipt the status indicator was observed to be extinguished with the returned pad-pak installed, as per the reported fault. Further investigation revealed the returned pad-pak was depleted beyond any use. This was attributed to moisture within the device which was observed across multiple components and circuits, including the microprocessor u25 data lines and the charge control/discharge circuits, which would have led to a high current drain on the device. Advise user of the recommended storage conditions as detailed within the user manual as being located in a clean, dry environment at a temperature between 0 to 50°c and 5 to 95% relative humidity (non-condensing). It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 360p device.

Event description:
The status indicator has stopped flashing. There was no patient involved in this event.

Event description:
The status indicator has stopped flashing. There was no patient involved in this event.